Manufacturer narrative:
(A3) sex updated. (B5) describe event or problem updated. (B7) other relevant history updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was extremely tight in a st-segment elevation myocardial infarction case. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. Another 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation but it also ruptured during procedure. There were no patient complications nor injuries reported. It was further reported that the target lesion was extremely tight. The balloons were inflated at about 8 atmospheres. It was further reported that the patient had a critical ostial left anterior descending artery stenosis.

Event description:
It was reported that balloon rupture occurred. The target lesion was extremely tight in a st-segment elevation myocardial infarction case. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. Another 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation but it also ruptured during procedure. There were no patient complications nor injuries reported. It was further reported that the target lesion was extremely tight and the balloons were inflated at 8 atmospheres.

Event description:
It was reported that balloon rupture occurred. The target lesion was extremely tight in a st-segment elevation myocardial infarction case. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. Another 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation but it also ruptured during procedure. There were no patient complications nor injuries reported.